Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown, however, it was reported that the jejunal tube had been in place for 4 months. According to the complainant, the patient was hospitalized for a week due to gastric ulcer bleeding. The patient received blood transfusion and the jejunal tube was removed. The duodopa therapy was continued through the peg tube. On (B)(6) 2014, the patient had control gastroscopy and neurological examination which revealed improvement of the hemorrhagic condition and a positioning of a new jejunal tube will be evaluated. Attempts to obtain additional information regarding the patient's condition have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.